Manufacturer narrative:
Date rec¿d by MFR :07apr2019. Information was received that the touchscreen had no response to touch. The customer reported that the ventilator would be repaired by a third party service provided and did not provide further information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators touchscreen failed. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 12jun2019. Date received by manufacturer: 10jun2019. Information was received that a third party company repaired the unit by replacing the man-machine interface (mm) board and this resolved the touchscreen failure. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.